Event description:
It was reported that during an esophageal stenting procedure, the stent failed to expand. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18mm x 10mm stent delivery device was advanced to the lesion, however, upon deployment the stent failed to expand. It was not known how the stent was removed or how the procedure was completed. No patient injuries or complications were reported. The patient's status was reported as "no adverse effects".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.